Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2022, the patient's mother reported that her son gets insulin flow blocked message every two weeks. Therefore, they changed the infusion set and this issue has been persistent for few years. Reportedly, when the patient's mother left for work at 08:00 am and around 11:30 am, she noticed that the pump had an insulin flow block and he experienced high blood glucose level. Currently, the patient's blood glucose level was 17 mmol/l. According to the complaint investigation performed on the returned used device (1 set), it was found that the steel needle was clogged. No further information available.